Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty entering a dexcom g7 pairing code on the ilet, where the touchscreen did not register repeated digits and prevented proper code entry, which was resolved after restarting the pump and toggling the cgm setting from g6 to g7. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included guided troubleshooting and user education, including a device restart and cgm configuration reset, after which normal function returned. Investigation of this case revealed a transient user interface input issue during code entry, with no ongoing malfunction once the device was restarted and cgm mode was correctly set. It was concluded, based on previously established findings for similar reports, that the cause was use-related interaction with the user interface mitigated by standard troubleshooting.